Event description:
It was reported that during a da vinci benign hysterectomy surgical procedure, it was noted that the pk dissecting forceps instrument had exposed wires. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments pitch cables were frayed. The drive cable was frayed. The pitch down cable was frayed at the distal clevis hub. The frayed strands stuck out at the distal clevis hub. Frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the frayed pitch cables if to recur could cause or contribute to an adverse event.